Manufacturer narrative:
Updated fields - b4, d9 device available for evaluation and date return to manufacturer, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected field: e1 event site telephone, h6 medical device problem code. The product was returned with the membrane completely unfolded and blood found on the iab exterior and between catheter and sheath. The 7.5fr sheath was returned covering the catheter tubing. Two kinks were observed on the catheter tubing approximately 74cm and 36.8cm from the iab tip. The three-way stopcock and extender tubing were also returned. The inner lumen was found to occluded. The occlusion was unable to be cleared. A sensor output test was performed, and the sensor was found to be within specification. The evaluation did not confirm the reported failures, as testing showed the sensor was operating within its specified limits. The customer mentioned that the balloon's position changed when the patient was transferred to the ICU, which likely led to the intra-aortic balloon (iab) migration. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that after intra aortic balloon surgery when the patient was shifted from ICU the balloon position was shifted, causing the balloon waveform to become abnormal. There was no harm or injury.